Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. A high current drain condition was found during device ana lysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter.

Event description:
It was reported, the implantable cardioverter defibrillator (ICD)  had premature battery depletion with ventricular pacing was at 0%. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead implanted 2009 (B)(6). (B)(4).